Manufacturer narrative:
Follow-up received on 25-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation, therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Around seven years later, she underwent a surgery to remove her essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('spiraled silver wire-like material is found embedded in the upper fundus') and pelvic pain ('chronic pelvic pain/increasingly severe pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: right lower quadrant pain, menstrual cramps and bipolar disorder. Concomitant products included: codeine phosphate;paracetamol (tylenol with codeine no. 3). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, abdominal pain and abdominal distension, back pain ("chronic back pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), migraine ("excessive migraine headaches"). And fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic total hysterectomy/davinci-assisted hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, back pain, alopecia, abnormal weight gain, tooth disorder, migraine and fatigue outcome was unknown. The reporter considered abnormal weight gain, alopecia, back pain, embedded device, fatigue, migraine, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported. A technical batch investigation and a review of similar ae case reports is not possible, no complaint sample was provided for further investigation. Therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed, but considered plausible. No specific quality issue was defined. Therefore, no meddra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-mar-2021, mr received: reporter information, medical history, concomitant drug added. Event: spiraled silver wire-like material is found embedded in the upper fundus added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('spiraled silver wire-like material is found embedded in the upper fundus') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, menstrual cramps and bipolar disorder. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no. 3). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, abdominal pain and abdominal distension, back pain ("chronic back pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic total hysterectomy/ davinci-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, back pain, alopecia, abnormal weight gain, tooth disorder, migraine and fatigue outcome was unknown. The reporter considered abnormal weight gain, alopecia, back pain, embedded device, fatigue, migraine, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed in or around (B)(6) 2008. Shortly after undergoing the essure placement, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, dental problems, excessive migraine headaches, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at the hospital and from her physicians but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent a surgery to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Around seven years later, she underwent a surgery to remove her essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.